Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: light guide was damaged by the water vapor, due to component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited indentation in the distal end, component failure of the light guide. And water vapor in light guide shaft. There was no patient involvement.